Event description:
Reported sicu patient on morphine pca, which had been set up by anesthesia. The patient received entire 30ml syringe in less than 4 hours. User reported the concentration was 5mg/ml; intended programming was pca dose of 2mg, lockout 10 min with a maximum limit of 20mg over 4 hours. Patient became heavily sedated and respiratory rate was almost absent. Patient required treatment with IV push narcan and was placed on a narcan drip as a result of the overinfusion. Event log review performed. During programming, the user selected the customer concentration option for morphine. The drug amount of 5mg was entered and a volume of 30ml was entered for the diluent. User received a guardrails alert, concentration limit exceeded. User selected the yes option to proceed. A pca dose amount of 2mg was entered. With this concentration and dose amount each pca dose administered will be 11.9976 ml. At 1:39 pm the first dose was requested and 11.9976 ml delivered. Two more requests were made, one at 2:27 pm and another at 4:39 pm. At the time of the last request the user received an audible and visual alarm stating the syringe was nearly empty. Facility removed the custom concentration programming option after this event. The reported event was caused by user programming.